Manufacturer narrative:
Recall all affected products. Evaluation: no injuries have occurred with the use of the device. The nonconformity was an internal discovery. This medwatch report is being filed to report the recall for these rasp handles.

Event description:
A design iteration of this instrument that was made obsolete because of a risk to patients was put to the shelf and distributed. The instrument has a retainer c-clip that may fall off into the surgical wound during the instrument's use.